Event description:
While pipetting two separate plates on summit the technician noticed that there were clots pipetted to well h6 on one plate and b3 on the other plate. No error was generated by the summit. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00462809.